Event description:
It was reported that an unk number of spectrum infusion pumps alarmed an unk number of times for an upstream occlusion when on conclusion was present (fluid, programmed amount and deliver rate are unk). It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The complaint device was not returned to baxter for assessment and no serial number for the pump was provided. No add'l event info could be obtained. If the device is returned in the future, the complaint will be reopened and an eval performed.